Event description:
Reportable based on the product analysis completed on (B)(4) 2013. It was reported that during a coronary stenting treatment procedure, an inflation issue occurred. Access was obtained through the femoral artery. The 70% stenotic lesion was located in the right coronary artery. The physician placed a 4.x20mm promus element stent in the lesion and then attempted to inflate the balloon, but it did not inflate. The device was removed and the procedure was completed with another 4.x20mm promus element stent. No patient complications were reported and the patient's status is stable. However, the product analysis on the returned device revealed that the stent was damaged.

Manufacturer narrative:
Age at time of event: over 18 years. (B)(4). Device evaluation: a visual examination identified stent damage throughout the stent. There was no indication that the balloon had been inflated. The device was inflated to 18atms and a vacuum pulled. When the balloon inflated the stent deployed from the balloon. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical and/or procedural factors. (B)(4).